Manufacturer narrative:
The investigation determined that a non reproducible falsely elevated trop I es result occurred from one patient sample processed on the vitros eci immunodiagnostic system. The investigation determined that the sample in question was not processed in accordance with the tube manufacturer's recommendations. The fe also performed repairs returning the system to expected performance. The possibility that poor sample processing, had contributed to the results could not be ruled out. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing or an analyzer related event cannot be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained non-reproducible higher than expected vitros trop I es result from one patient sample when processed on the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was reported to clinicians. It is unknown if a corrected reports were issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)